Event description:
The customer contacted physio-control to report that their device powered off by itself when the 12-lead button was pressed and also when attempting to transmit the electronic record, when the transmit button was pressed the device powered off. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report indicates: additional mfg narrative: physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control observed a kepnut for the batteries was loose. The kepnut was tightened and the small keypad assembly was replaced, and then proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Section h10 and/or h11 of the initial medwatch report should indicate: additional mfg narrative: physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the small keypad assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Additional information: physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple inappropriate losses of power.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control observed a kepnut for the batteries was loose. The kepnut was tightened and the small keypad assembly was replaced, and then proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the 12-lead button was pressed and also when attempting to transmit the electronic record, when the transmit button was pressed the device powered off. This issue is patient related; however there was no adverse patient outcome reported by the customer.